Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in new zealand. It was reported that the patient forgot to remove needle guard after insertion on (B)(6) 2025. The infusion set was in use for one day. The patient noticed symptoms three or more hours after insertion. The site of insertion was abdomen. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.